Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that his blood glucose had been spiking unexpectedly. He also stated that his healthcare provider stated that info downloaded into the report was missing info and ther could be something wrong with the insulin pump. The customer declined to troubleshoot. His blood glucose was 191 mg/dl. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.